Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the screen was completely black and no power on station. A field service engineer replaced the controller card to resolve this issue. The system functioned as intended after field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system screen was completely black and there was no power getting to the mother board. Customer stated that there was a delay in dispensing workflow. There were no adverse events or injuries reported based on this event.